Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump fails accuracy test +9.35%. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis of complaint of failed accuracy test. There were no services previously reported. Log events were reviewed and there were no errors related to the customer complaint. Visual and functional testing was performed. During the accuracy test complaint was not confirmed or replicated. All performance verification tests were performed. All tests exceeded specifications. Probable cause was not determined.